Event description:
In 2008, the pt reported that her infusion tubing was "really plugged" and her blood glucose elevated to 29 mmol/l (522 mg/dl). Her normal blood glucose range is 4.5-6.7 mmol/l (81-121 mg/dl). She stated that she believes her infusion device should have alarmed with an 04 (occlusion) error. She stated that she switched to her backup infusion device and changed her accessories and her blood glucose lowered to normal 15 hours later. Her infusion set and insulin cartridge had been in use for 2 days at the time of the event. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.